Event description:
The hosp reported that during an endoscopic vein harvesting procedure, after taking the veins from the leg and before closing the incision, the staff looked back again for any bleeding and noticed that a piece of the short port balloon was still inside the leg. The balloon was re-inflated, and confirmed that the outer layer of balloon was missing. The piece was retrieved from the initial incision. The hosp did not report any pt complications as a result.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone outer coating was torn near the distal suture windings. The short port balloon was reassembled and the silicone outer balloon coating did not form a complete assembly, as reported. The complaint was confirmed. The device was used past its exp date of 1/31/2008. A lhr review was completed for the prod. There was no non-conformance which could have attributed to this failure mode. (B)(4).